Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and competitively replaced due to high capture thresholds and high pacing lead impedance. The patient condition was fine after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.